Event description:
Boston scientific crm received information that the hospital received a latitude report on a cardiac resynchronization therapy defibrillator (crt-d) about a ventricular fibrillation (vf) event. Upon interrogation of the device, it was noted that there was noise on this right ventricular defibrillation lead that was being oversensed as vf and resulted in pacing inhibition. X-rays were taken but no anomalies were observed. Attempts were made to reproduce the noise and were successful when the patient was tightening the abdomen. Real time electrocardiograms were taken during this testing and were sent to our internal technical services along with a data disk for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services representative reviewed the data and confirmed that there were ventricular pauses longer than two seconds due to the observed noise oversensing. The impedance measurements were analyzed and it was noted that they had noticeably decreased at the end of may, but were still within normal range. In addition, there were low intrinsic amplitudes observed. The ts representative discussed that the type of noise observed was most likely due to diaphragm myopotentials. This also explained the low amplitudes as these types of myopotentials would be sensed as r-waves during daily measurements. It was suggested that the device could be reprogrammed to a lower ventricular sensitivity floor to help alleviate the oversensing and then further evaluate the lead integrity. At this time, this lead and the associated crt-d remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.